Event description:
It was reported that during device replacement, low hv lead impedances were observed on svc vector. During dft testing device automatically switched to a different vector in order to rescue the patient. No lead anomaly was detected via diagnostic imaging. The device was reprogrammed to rv-can vector and the patient will be monitored.

Event description:
New information received notes the patient received appropriate therapy in (B)(6) 2014. High, out of range high voltage lead impedance was measured at that time. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.